Manufacturer narrative:
Related manufacturer's report capturing onset of gastrointestinal bleeding: 2916596-2022-14067. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 through (B)(6) 2022 to be treated for a recurrent gastrointestinal bleed. On (B)(6) 2022 the patient had melena with anemia. A push enteroscopy was performed on (B)(6) 2022 with duodenal arteriovenous malformations (avms) isolated. 5 units of packed red blood cells were administered post enteroscopy. Video capsule endoscopy (vce) was performed due to continued maroon stools which revealed extensive blood in the small bowel. Repeated upper endoscopy revealed blood in the jejunum on (B)(6) 2022 but the bleeding could not be localized. A bleeding scan on (B)(6) 2022 was abnormal and suggestive again of small bowel bleed. A repeated endoscopy on (B)(6) 2022 revealed jejunal bleeding. The patient underwent argon plasma coagulation (apc) of possible sources of bleeding but a single culprit lesion was not identified. An additional endoscopy on (B)(6) 2022 revealed blood but no source of active bleeding was identified. The patient ultimately underwent mesenteric angiogram but no source of bleeding was identified. It was noted that previously interventional radiology (ir) felt the superior mesenteric artery (sma) stenosis was to severe to facilitate a proper mesenteric angiogram. The patient was prescribed 50 mg of thalidomide and 40 mg by mouth of pantoprazole twice a day in addition to stopping warfarin and aspirin.